Manufacturer narrative:
The eds iii was visually inspected, the collection bag was returned with the eds iii. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was then filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed, and emptied into the collection bag. Review of the history device records was not possible as the lot number was unknown. The issue reported by the customer could not be determined. No device failure was observed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Patient get external ventricular drainage by means of a bactiseal evd (external ventricular drainage) catheter connected to a codman eds-3 drainage collection system reference (B)(4). Every 2 hours, the content of the drip chamber is drained towards the collection bag and for that the stopcock between the drip chamber and the collection bag, is opened. On that moment, the nurses of the intensive care unit notice a negative pressure in the drip chamber (because immediately csf droplets arrive in the drip chamber) and they are afraid that an excessive suction from cerebral spinal fluid (csf) out of the ventricles might cause problems. On 6/10/15 per affiliate: was there a delay in surgery over 30 minutes? No. What actions were taken as a result of this incident? Took another similar device. Is there a serial or lot number you can provide? No, the device was returned without the packaging. Is the device being returned for evaluation? Yes, one device will be sent as soon as possible to the address below.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.